Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. Customer also mentioned the insulin pump heats up when her blood glucose is high and she gets nauseous. The customer's current blood glucose was between 200mg/dl-300mg/dl. Customer stated they do not feel good to troubleshoot, they will call back. Customer stated she got over 600mg/dl at one point in the hospital. Customer was hospitalized for high blood glucose, but she wants to call back to provide hospitalization details.